Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Motor error alarm during the basic occlusion test due to faulty fsr (gold). The motor was tested outside of the device and passed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced the high blood glucose. The customer's blood glucose was 450 mg/dl and in general was over 250 mg/dl. It was stated that they had performed the high pressure test and the test was failed twice. Customer not trusting that the insulin pump worked as designed. The insulin pump will be returned for analysis.